Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The endotracheal balloon could not be infused with water due to an apparent slit. When viewed under magnification (40x), the cuff balloon exhibited a slit between the bond and tube in the distal cuff area of the device. Both the proximal and distal collars of the cuff balloon were attached to the tubing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the internal cuff on the endotracheal tube had split allowing secretions and pus to enter the inflation port. The patient was not injured in relation to this event.the tube was initially inserted while the patient was in the neonatal intensive care unit, prior to transfer of the patient to the pediatric intensive care unit (picu) of a another hospital. The child was initially intubated, prior to transfer to the picu on (B)(6) 2016. The patient was extubated and the faulty endotracheal tube was replaced with another tube prior to transfer to the operating room.no additional information was provided in regards to the patient's status

Manufacturer narrative:
Correction: "device eval by MFR:" has been updated to reflect that the sample was provided for evaluation. Results of evaluation were provided in the initial report.